Event description:
It was reported that when the dr. Attempted to use the endopath ets-flex 45 and when dr went to fire the stapler the tip exploded and came apart. No further information was provided. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/13/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/29/2024. D4: batch # u5eu35. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec45a device was returned with no apparent damage and with no reload present. Also, no anomalies were found in the jaws. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Device history review: a manufacturing record evaluation was performed for the finished device batch number u5eu35, and no non-conformances were identified.